Event description:
It was reported that when the patient presented for follow-up, multiple episodes of inappropriate auto mode switch due to atrial noise were observed. The device remains implanted. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.